Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump had minor scratches on the display window, scratched case, scratched reservoir tube window, cracked reservoir tube lip and scratched keypad overlay. The daily total of insulin was 82.300 units on (B)(6) 2015, 98.500 units on (B)(6) 2015, 106.175 units on (B)(6) 2015, 109.475 units on (B)(6) 2015, 93.475 units on (B)(6) 2015, 100.775 units on (B)(6) 2015, and 34.950 units on (B)(6) 2015.

Manufacturer narrative:
Additional information has been received after the medwatch report was completed. The information has been included in this report.

Event description:
It was reported via email by clinical study center that the customer's death is not insulin pump related. It does not appear that the customer was wearing his sensor at the time of death.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer passed away on (B)(6) 2015. The customer's blood glucose at the time of death was unknown. The official cause of the customer's death was also unknown. It was also unknown if the customer had any health complications before their passing. The caller stated it was unknown if the customer used sensor, and it was also unknown if the customer was wearing a sensor at the time of death. It was also unknown if the customer was wearing the insulin pump at the time of death. At the time of the call, it was unknown if the insulin pump will be returned for analysis.